Manufacturer narrative:
The insulin pump was received with back light not turning on due to severe moisture damage on lcd board. Moisture damage on motherboard, interface board and remote frequency board noted. Device passed the displacement test. Device had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the backlight on the insulin pump does not turn on anymore. Blood glucose value is unknown. The device was replaced and returned for analysis.